Manufacturer narrative:
The logs show spikes in motor current followed by an elevated placement signal, elevated motor current, and decreased flows. The product was returned and a large thrombus was found in the inlet cage interacting with the back of the differential pressure sensor. The pump was unable to start until the clot was ejected. Once ejected the pump ran without issue, the placement signal was stable and without issue. The root cause of the placement signal issue was determined to be ingested biomaterial. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient undergoing cardiac surgery was implanted with an impella rp device for mechanical circulatory support. The impella rp had placement signal issues. The device was explanted and they physician decided to place the proteck duo. At the pump explant thrombosis was observed.